Event description:
A dialysis tech reported a pt removed more ultrafiltration than intended during a treatment on a 1550 hemodialysis machine. It was reported that 2.6 kg were removed during one hour of treatment. The intended ultrafiltration goal was 1.7 kg over a 3.5-hour treatment time. It was reported that there were no machine alarms and the pt was asymptomatic. The problem was discovered when the machine displayed that 2.6 kg were removed. The pt was administered 500 ml of normal saline (route and dose unk) and was fine. There was no pt injury associated with this incident.